Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 400cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was reported. The patient desired larger breast prostheses and underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 550cc saline breast prostheses on (B)(6) 2021. During the surgery, a slow leak around the port of the right breast prosthesis was observed.

Manufacturer narrative:
(B)(4).